Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer experienced a high blood glucose level of 598 mg/dl. The customer attempted to bolus 25 units but received a no delivery alarm after two units. The customer treated his blood glucose level with 40 units of insulin. The device was not returned.